Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) device did not exhibit the battery voltage measurement. Reprogramming of the device was performed to reset the clock, however the battery voltage remained unavailable immediately following the clock reset. The device remains in use. No patient complications have been reported as a result of this event.